Event description:
It was reported that the patient was asymptomatic and requested a driveline repair due to extensive driveline damage. The patient was admitted as an inpatient awaiting driveline repair. The patient underwent a driveline repair on (B)(6) 2023. The repair was performed 3 inches from the exit site, and system controller replacement was also performed. Log files were submitted for review and captured a driveline fault event post-repair on(B)(6) 2023 at 12:52. The mechanical circulatory support (mcs) equipment was operating as intended. Related manufacturer reference number: 2916596-2024-00037 (replaced system controller)

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was discharged on (B)(6) 2023. The patient was seen again for a routine outpatient visit and was stable, the patient continues to have low flow alarms due to dehydration. It was noted that the system controller would be returning. On 18mar2024 it was revealed through product investigation that throughout the log files the voltage levels were lower than the expected voltage of approximately 14.4v while connected to the power module.

Manufacturer narrative:
Section d1 (brand name): corrected section d4 (catalog number): corrected section d4 (UDI number): corrected section d9: corrected. Manufacturer's investigation conclusion: the reported event of extensive superficial damage to the driveline was confirmed through this evaluation. A distal-end driveline replacement was performed on (B)(6) 2023 under work order #00199156 and approximately 18.5¿of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Following the visual inspection, the outer jacket, bionate layer and metal shielding were removed. The driveline was visually inspected under the microscope and no breaches were found. The returned portion of the driveline was then submerged in a saline bath for insulation resistance testing to verify the integrity of each wire¿s insulation. All of the wires did not reveal any areas of current leakage in the insulation of any of the driveline wires. Evaluation of the submitted log files captured a driveline fault alarm on 19dec2023 that appeared consistent with the distal driveline replacement procedure. The pump appeared to function as intended at the fixed speed throughout the log files, when the driveline was plugged in. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6) and no further issues have been reported. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.